Manufacturer narrative:
Device is a combination product. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion #1 was a de novo lesion located in first diagonal branch with 90% stenosis and was 20mm long with a reference vessel diameter of 2.25mm. The lesion was treated with pre-dilatation and placement of 2.25x28mm promus element¿ plus drug-eluting stent. Following post-dilatation, residual stenosis was 0%. The target lesion #2 was a de novo lesion located in the proximal left anterior descending (lad) artery with 60% stenosis and was 20mm long with a reference vessel diameter of 2.75mm. The lesion was treated with pre-dilatation and placement of a 2.75x28mm promus element¿ plus drug-eluting stent. Following post-dilatation, the residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient was hospitalized for staged percutaneous coronary intervention (pci) of the left circumflex (lcx) and proximal lad. Patient¿s coronary angiography revealed with 80% proximal stenosis. Subsequently, the 80% isr at the proximal lad was treated with balloon angioplasty with 0% residual stenosis. Additionally on the same day, pci of the left lcx was performed (non-target vessel revascularization). Four days post admission, the event was considered as resolved and the patient was discharged on the same day.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2012, the patient presented due to coronary artery disease and diagnosed with class IV angina. The patient was scheduled for stage percutaneous coronary intervention (pci). During ventricular cineangiography, the patient developed ventricular asystole with ¿p waves marching¿ which required temporary pacemaker insertion and medical therapy. The isr of the proximal lad was treated with cutting balloon angioplasty. Decision was made not to proceed with pci of obtuse marginal (om) branch distal to pre-existing unknown stent due to the small nature of the distal vessel. The patient was discharged on aspirin and clopidogrel.